Manufacturer narrative:
Siemens has completed an investigation of the event. The injury suffered by the operator was determined to be minor and no first aid was necessary. The phantom was replaced, and the system is operating as specified. The customer reported that the phantom came apart and hit her knee when she was removing the phantom after daily qa. The siemens engineer confirmed that the customer removed the phantom with one hand at each end when it separated into two pieces. The engineer reassembled the phantom by using the original two screws and checked the tightness of all screws. The subcomponents of the phantom were delivered with the system during installation. The phantom was filled with distilled water and the pieces were assembled with screws. In the installation instructions (c2-068.815.01.09.02) for the phantom, it states ¿secure the phantom with the epoxy screws¿ when assembling the phantom. Additionally, there are instructions for visual inspection in maintenance instructions (c2-068.831.01.14.02). In this case, we suspect the phantom separating into two pieces was caused by loose screws. It is suspected that the screws were touched and not tightened well during daily use or service operation. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. This event is considered a single case.

Manufacturer narrative:
Siemens has completed an investigation of the event. The injury suffered by the operator was determined to be minor and no first aid was necessary. The phantom was replaced and the system is operating as specified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom perspective CT system. After performing the daily qa, while removing the phantom, it came apart and hit the operator on the knee resulting in a small cut approximately 2mm long.